Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported through a patient drafted complaint letter, which has since been forwarded to bsc internal legal council due to a request for compensation, that this lead, implanted for only a few days, exhibited an unspecified malfunction. The patient was sent to another facility for a revision. No information was received at the time of the revision, nor since the receipt of the patient letter. The field representative confirmed no physician name was included on the letter and no information regarding the status of this lead post revision.